Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using an amulet delivery system. The transseptal puncture was performed at a posterior and inferior location, and following the transseptal puncture, heparin was administered; however, the exact dosage was not reported. During the procedure, the patient¿s activated clotting time (act) was reported to be greater than 300 seconds. Approximately two hours after the procedure, pericardial effusion was identified, which was noted to be localized and located at the left atrial appendage, and a drainage procedure was performed to manage the effusion. As the intervention was percutaneous, the exact site at which the effusion developed could not be precisely determined by the physician. The physician(s) concluded that cardiac tamponade was present. Additionally, the user believed that the pericardial effusion was caused by an abbott device, citing that the patient subsequently required surgical intervention and that it appeared an anchor had crossed the left atrial appendage wall. The patient¿s condition subsequently stabilized and the patient is currently reported to be well.